Event description:
Customer states his aviva system reads between 30 mg/dl and 200 mg/dl in a matter of 5 minutes. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number 300314, expiration date 01/31/2008.

Manufacturer narrative:
The suspect product is the aviva test strip.